Event description:
It was reported that the left ventricular lead exhibited high thresholds, a dislodgement was confirmed. The device was re-programmed.

Manufacturer narrative:
No medwatch form was received.